Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6) hospital. Block h6: device code 2949 captures the reportable event of bands falling of varix. Block h10: investigation results: the returned speedband superview super 7 device was analyzed, and a visual evaluation noted that the trip wire was rolled in the handle assembly, and an evidence that it was secured in the handle slot. However, the trip wire was kinked and a crimp was present on the trip wire. The slack was removed properly and the suture loop was intact. Additionally, the suture was attached to the trip wire and the suture knots were intact. The device was returned without the ligator head and elastic bands. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No damage observed to the handle assembly and no other issues with the device were noted. The reported event of bands falling off varix was not confirmed. The bands were not returned and there is evidence that the device was set up properly. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. Additionally, the kink in the tripwire could have been caused by handling and manipulation of the device when slack was pulled or when the unit was released from the endoscope. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A review of the instructions for use (IFU) and product labeling was completed and did not reveal any evidence of device misuse or that the device was used in a manner inconsistent with the labeled indications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a varicose band ligation procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the band was successfully deployed onto the lesion; however, it automatically slid down from the lesion. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Additional information received on december 23, 2020: note: this report pertains to one of two speedband superview super 7 device used during the same procedure. It was reported to boston scientific corporation that two speedband superview super 7 devices were used during a varicose band ligation procedure performed on (B)(6) 2020. The same issue happened with the second speedband superview super 7 device.

Manufacturer narrative:
Initial reporter facility name: (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a varicose band ligation procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the band was successfully deployed onto the lesion; however, it automatically slid down from the lesion. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.